Event description:
Literature: bhatia s, oh m, whiting t, quigley m, whiting d. Surgical complications of deep brain stimulation: a longitudinal single surgeon, single institution study. Stereotact funct neurosurg. 2008;86(6): 367-372. Literature summary: this report analyzed the complications of a single surgeon at one institution over a 10-year period. A total patients received electrodes implants. There were complications in some patients. Some patients experienced a major wound related problems - this event is 1 of 2. Major wound related problems required hardware removal. Problems included infections, hematomas, seromas, wound dehiscence and erosions. See manufacturer report number: 2182207200901002.